Manufacturer narrative:
(B)(4). Concomitant medical products: 183014 j6053849 vanguard cr ilok fem-rt 75, 141226 j6073967 biomet cc I-beam tray 83mm, 189122 708470 vngd ant stblzd brg 12x83. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00609, 0001825034-2018-00586, 0001825034-2018-00672.

Event description:
It was reported that the patient underwent initial right knee procedure on unknown date. Subsequently, the patient experienced deep vein thrombosis (dvt) 3 weeks post-operatively. Attempts have been made and additional information on the reported event is unavailable at this time.